Manufacturer narrative:
The customer¿s report that of a cracked male luer spin collar was confirmed. The tri-fuse extension set was received with attached disinfecting luer caps. A broken/chipped collar, white stress marks and cracks were detected during inspection. Functional testing was not performed as the breakage was confirmed upon inspection. The root cause was prolonged exposure of 70% ipa from the attached disinfecting male luer cap. Prolonged exposure of 70% ipa can cause stress cracking in combination with high hoop stress or outside force from use or over-tightening during connection or disconnection of a mating components.

Event description:
The customer reported that when an rn removed the trifuse from a white lumen of the right femoral PICC, the connector of the trifuse cracked. The fluids were discontinued due to potential contamination and new fluids were hung with a new cap. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when an rn removed the trifuse from a white lumen of the right femoral PICC, the connector of the trifuse cracked. The fluids were discontinued due to potential contamination and new fluids were hung with a new cap. There was no patient harm.